Event description:
Patient called in to report service required codes every time the patient tried to reboot the system. Customer care tried to troubleshoot but nothing worked. No patient injury was reported. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and it passed all evaluation testing. Kmt engineering further evaluated the returned monitor and observed 12 service needed codes (n103b-battery bus error) logged between oct-22,2022 and feb-23,2023. The device event log was also reviewed and there was no service required error code logged as previously reported. The monitor was booted 5 times and the only times that the service needed code (n103b-battery bus error) appeared was when the battery was partially inserted. The alleged complaint is likely related to use error due to user's partial insertion of the battery. The n103b battery bus errors are a low occurrence per patient service code that is likely due to use error in the field which results in patient inconvenience when it occurs with no impact to wcd performance.